Event description:
It was reported that the ventilator was displaying other values of o2 concentration than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was displaying other values of o2 concentration than set. The ventilator was investigated by our field service engineer on site and the issue could not be reproduced. The ventilator was tested and it was seen to replicate the correct values. No log files have been provided and no parts have been replaced. The root cause to the reported failure has not been established in this investigation.